Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Blood glucose was in the 200's (mg/dl). Reportedly, customer did not have alternate insulin therapy.